Manufacturer narrative:
(B)(4). Additional information: this involved a remediated colleague infusion pump with user interface module master software version 6.13.90. Evaluation summary: the reported condition of a colleague infusion pump with a main display failure was confirmed by baxter personnel during product evaluation. The root cause was assigned to missing lines on the liquid crystal display (lcd). The lcd was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a main display failure. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.